Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had the zcb00 +14.5 intraocular lens (iol) implanted on (B)(6) 2017 in the right eye (od) and developed anisometropia. Visual disturbance and unexpected post-op refraction were also reported. The lens was explanted on (B)(6) 2018 and a zcb00 +17.0 diopter was implanted as a replacement. Additional information received revealed that the anisometropia occurred because the lens tilted. There was no patient injury, no vitrectomy and no incision enlargement required. The patient was reported as recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).